Event description:
It was reported that the customer received a motor error and no delivery alarms. The customer's blood glucose level was not reported. It was also reported that the customer experienced high blood glucose levels in (B)(6) 2014 that caused a diabetic ketoacidosis event because her insulin pump failed to work. The product will be returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a cracked reservoir tube near the reservoir tube window.

Manufacturer narrative:
Reference medwatch 2032227-2014-52746 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.